Event description:
The reporter indicated being unable to visualize stored iegms post induction. The signal looked like a "pressure monitor" with gradual elevation from the baseline with a sudden drop off. Thresholds were good and the realtime ieg's were ok. All the other chronolog data was present and appears appropriate. An attempt to re-acquire waveform storage after the programming ventricle filtered in chronolog setup was unsuccessful. Signals were found to be present at the end of the buffer. On 10/10, the reporter spoke with the nurse at the hosp. She saw the pt with the chronolog anomaly and the battery voltage is fine. There were no events to assess whether the chronolog problem has been resolved. The pt will be seen in the next couple of weeks for a follow-up ep induction.

Manufacturer narrative:
An investigation was performed and the event could not be duplicayed.